Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora rx ptca balloon catheter survey results from an interventional cardiologist in practice 4 years. In the past 12 months the physician has used euphora rx 250 times and euphora 1.5 x 6mm was used malfunctions that were encountered using the euphora rx product over the last 12 months included two balloon leaks and four device or packaging identification issues the device packaging issues had no impact on a procedure and the balloon leaks had an impact on a procedure but no clinical/patient impact. Adverse events encountered included hemorrhage or haematoma and hypotension/ hypertension. The adverse events were directly related to the procedure but not directly related to the euphora product.